Event description:
On 1/20, the pt performed a blood glucose result on his meter with a result of 58 mg/dl. He went to the hosp a little while later (exact time unknown) because he was not feeling well. Upon arrival, a lab blood glucose result of 719 mg/dl was obtained. The pt was administered IV insulin and released a few hours later when his blood glucose lowered to 159 mg/dl. A comparison performed on his meter at the same time was 58 mg/dl. The meter is not cleaned according to MFR's recommendations, alcohol and control solution are used to clean the meter optics once every 2 weeks (recommend cleaning once a week with water). The meter was in calibration on 1/23 (75 versus a range of 73-98), however, a control solution test performed on test strips lot #642811, exp 3/98 was 28 outside the labeled range of 76-107. The test strips are allegedly stored properly and have been opened less than 4 months.